Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. Upon investigation the involved customer service engineer (cse) identified an issue with two printed wiring boards (pwbs) (d115 and d510). The cse returned the parts to the manufacturer for detailed investigation. The returned part was examined in detail and shows that the issue of the d115 is due to a loss of the capacitance leading to a short circuit. In this case the d510 was also destroyed with the short circuit. Both pwbs were exchanged and the system works as specified. Therefore, a hardware issue could be determined as the relevant root cause. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.